Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the light source exhibited the image was present but defective. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Event description:
It was reported the light source brightness was not adjusting properly. The staff try auto and manual, but could not get it right. It was usually during the endoscopy, when it reached the saliva bubbles, the reflection would be too bright, the brightness was then turn down. When in the stomach, it would be too dark and needed to be turned up. However, it still did not look right either way. The issue occurred during a diagnostic unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned for evaluation. However; it was confirmed by the customer that the connection of the cable was loose. Hence, the probably cause could be attributed to failure of the dimming function due to loose connection of the cable. Olympus will continue to monitor field performance for this device.